Event description:
It was reported that deflation failure occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during deflation the balloon does not collapse properly. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient status was stable. It was further reported that the device was removed from the patient in a deflated state.

Event description:
It was reported that deflation failure occurred. The target lesion was located in the moderately calcified right coronary artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during deflation the balloon does not collapse properly. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.